Event description:
It was reported that the device was in backup operation. On (B)(6) 2013, the device was explanted and replaced due to normal elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.